Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel a failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure on channel a was confirmed by service in the event history log as failure code 715:00. This condition was caused by a defective pump head module (phm) on channel a. Channel a's phm was replaced to fix the reported problem.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.